Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urge incontinence, urgency frequency, non-obstructive urinary retention, fecal incontinence; trial began (B)(6) 2019. It was reported the trial patient stated she was feeling bad yesterday, she had a fever, was spacey and had diarrhea. Patient has been advised to contact clinician for health concerns. On (B)(6) 2019 patient stated that she has been in bed for a day due to being unable to sleep and may be having an infection. Patient stated she was given too much laxative and had several accidents. Patient stated her nurse spoke with her doctor in regard to this. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.